Event description:
Patient reported obtaining back-to-back blood glucose results of 86 mg/dl and 344 mg/dl on the advantage system. Patient did not modify therapy based on these results. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.